Event description:
The airway tube broke after the mask was removed from a female pt of average size and weight. No crack was noticed when device performance test was performed prior to use. The physician stated the pt was not biting on the airway tube. At the time of removal, the device was intact and as the physician transfered it to a receptacle for cleaning the airway break became apparent. The break in the airway tube was approx 1 cm from the cuff. The pt suffered no untoward effects and made an uneventful recovery.